Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set would not flow. During a lipid infusion via a baxter pump, the device would not flow. The tubing was switched to a different pump and still would not flow. The tubing was ¿disconnected from patient and attempted to prime through with gravity¿ and the solution still would not flow. There was no patient injury or medical intervention associated with this event. No additional information is available.